Event description:
The technician alleged that the brakes were not holding. No pt impact.

Manufacturer narrative:
The technician found that the pads fell off of the brake casters. The technician put the brakes pads back in place on the brake casters to resolve the issue.